Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments severed 140 mm from the terminal pin. The lead was destroyed during the explant procedure being pulled with great force, fractured and torn. The lead was returned twice its original length with some portions missing. Calcification was observed on the tip and both proximal and distal coils. The high impedance allegation was confirmed based on the observation of calcification at the lead shock coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance.

Event description:
It was reported that remote monitoring triggered a high out of range shocking lead impedance greater than 200 ohms for this right ventricular (rv) lead. The physician elected to do surgical intervention to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote monitoring triggered a high out of range shocking lead impedance greater than 200 ohms for this right ventricular (rv) lead. The physician elected to do surgical intervention to explant and replace the lead. No additional adverse patient effects were reported.